Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that post-operatively, the patient complained of diaphragmatic and nerve stimulation. It was determined that the lead had dislodged due to being too short to maintain position. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.